Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported impedance issue against the returned ipg was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and it passed all functional testing on the automated test equipment (ate), which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Event description:
It was reported that the patient experienced discomfort in the right arm. Diagnostic testing revealed high impedances on the left extension. The patient underwent surgical intervention on (B)(6) 2025 to replace the left extension. During surgery, low impedances were found on the right extension. It was noted that impedances fluctuated with right arm movement. To fully address the issue, the physician opted to replace both extensions and the ipg (for possible tissue causing issue) during the same surgical procedure on (B)(6) 2025. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.